Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with troubleshooting tips. Customer attempted troubleshooting and confirmed they were able to resolve the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. The device was not in patient use when the reported event occurred.